Event description:
A pt had a reaction during treatment. Pt complained of chest pain and shortness of breath during trial use of dialyzer. Pt was given normal saline, two sublingual nitroglycerin and treatment was terminated. Pt was transferred to iccu with diagnosis of dialysis induced angina without myocardial infarction. Pt was discharged on 8/6/96 fully recovered.